Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted to the hospital on (B)(6) 2020 due to high blood glucose. Blood glucose level at the time of hospitalization was 800 mg/dl. Customer mentioned that set that got disconnected from her body while sleeping. Customer was treated with insulin drip. Customer was unable to complete troubleshooting as they disconnected from insulin pump and did not had the devices with her. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).